Event description:
It was reported the pt was experiencing discomfort at the ipg site after losing weight. The pt indicates she feels the ipg moving in the pocket site. Additionally, the pt is having difficulty charging the ipg, but she does have great stimulation. The physician relocated the ipg on (B)(6) 2013 and believed the difficulty in charging the pt had was due to the original location of the ipg. Follow-up indicated since the ipg was relocated, the pt is able to charge and is no longer experiencing pain at the ipg site.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.